Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 50 mg/dl at time of incident and current blood glucose was 185 mg/dl. Customer was treated with food. Customer was not like to continue troubleshooting. Customer stated they were on auto mode. The device will not be returned for analysis.